Manufacturer narrative:
The event occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A baxter one link needle-free connector and an intravenous (IV) tubing set disconnected from a patient¿s catheter line which caused a leak of medication and caused the patient¿s blood pressure to suddenly drop. The one-link device and the IV tubing set (non-baxter) were connected to the patient¿s peripherally inserted central catheter (PICC) line (non-baxter) to deliver many unknown vasopressors to a patient in the surgical intensive care unit. During infusion, the patient experienced a major decrease in blood pressure and no amount of medication made the patient's blood pressure rise. It was then noted that the one link and the IV set had disconnected from the patient¿s PICC line causing all of the medications to leak onto the bed. No further detail was provided regarding medical intervention for the event. On an unreported date, the patient recovered from the drop in blood pressure and was reported to be ¿okay¿. No additional information is available.